Manufacturer narrative:
This is a supplemental report to provide additional information. The field service engineer checked the subject device and found that the reported error could not be duplicated. The subject device was not returned to olympus. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. No more information can be provided at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the diagnostic procedure, scope error e315 occurred. The intended procedure was completed with the subject device. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.